Event description:
It was reported that during a ptca/stent procedure the stent delivery system could not be advanced across a tight mid rca lesion despite multiple manipulations. The stent delivery was removed through the guiding catheter (contrary to IFU). The stent was located in the guiding catheter upon removal from the body. The case was successfully completed with another co's stent. Reportedly no pt injury was associated with this event. Investigational analysis of the returned device revealed the c-flex was separated.